Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support for a patient admitted for ami/cgs (acute myocardial infarction¿/ cardiogenic shock) patient. The support allowed for a multi-vessel coronary pci (percutaneous coronary intervention) and was explanted after 29 hours. The pump was explanted but afterwards there were neuro changes and CT (computed tomography) imaging was performed which showed thrombosis. The team performed a thrombectomy for the cva (cerebral vascular accident) event.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. Added h6 4624 d4-corrected model number. F6/f8 should have been left blank in the initial report. G1 corrected reporting contact email.